Event description:
On (B)(6) 2104, welch allyn field engineer visited customer site to perform preventative maintenance on customer's acuity system. It was found that the ups (uninterruptible power supply) could not power on. Engineering log file analysis found that there was an abrupt loss of power on (B)(6) 2014 due to ups. This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
Our evaluation of this incident is not yet complete. A follow-up report will be submitted when the evaluation is complete.